Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen (concentration and dose unknown) via an implanted pump for cerebral palsy and intractable spasticity. The patient's "old" drug was unknown baclofen. The pump was replaced on (B)(6) 2016 and the hcp planned to send the pump back for analysis. The doctor suspected that there was something wrong with the pump, but he did not go into detail or what he believed was wrong. Patient symptoms were not reported. The event date was unknown. Additional information was received from the hcp indicated the patient first started experiencing the suspected pump problem on (B)(6) 2016 and it was undetermined if the patient was receiving an over or under amount of drug. Patient symptoms included nausea and vomiting. Troubleshooting included titration of his medication down. The cause of the suspected pump problem was not determined.

Manufacturer narrative:
Analysis of the pump found the pump to have an expanded shield; however, the expanded shield did not affect the pump's performance post explant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.